Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). The claimed s5 erc tubing clamp was returned to livanova (B)(4) for investigation. The clamp could be configured through the control panel of the pump with no issues. The clamp was then disassembled. Visual inspection did not identify any abnormalities or defects. Functional testing, including thermal preconditioning and a 12 hours test run, could not reproduce the reported issue. The reported malfunction could be replicated only when clamp was connected with the ep-pack already on. Such sequence of event is not allowed as per IFU: the clamp should always be connected to the ep-pack in off mode so that it can be initialized without any problem. The returned device was found to be working according to specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested both the unit and the system and was unable to reproduce the reported issue. The system software was upgraded and the erc clamp was replaced as a precaution. The unit was tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that when the perfusionist selected the open clamp button on the centrifugal pump 5 (cp5) display, both the open and close icons disappeared and the s5 erc tubing clamp remained closed. An error message was displayed that the erc clamp was defective. The user utilized a manual tubing clamp to occlude the line and then manually opened the erc clamp, at which point the icons reappeared on the display. This issue occurred several times during the procedure. There was no report of patient injury.